Event description:
It was reported that the pacemaker system was presenting right ventricular (rv) loss of capture, the rv lead is a non-boston scientific lead. Technical services (ts) was consulted and noted that the device had been in and out of mode switch during right ventricular automatic threshold testing. Atrial tachy response (atr) events were recorded due to the patient being in atrial flutter, functional undersenslng caused by cross chamber blanking of atrial activity was noted. The pacemaker remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).